Event description:
Pt was admitted for open reduction and internal fixation of a left distal radius fracture involving implantation of a locon vls plate, screws and miig under fluoroscopic guidance. Allegedly pt had wrist swelling and gram stain from aerobic wound culture obtained showed abundant polymorphonuclear leukocytes. Allegedly this culture grew rare entervacter species.